Manufacturer narrative:
(B)(4). Additional manufacturer narrative: mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that seven (7) years, nine (9) months post-implantation of this 27mm bioprosthetic mitral heart valve, a 26mm transcatheter valve was deployed via transapical approach (valve-in-valve) due to severe mitral regurgitation. There were no complications.

Manufacturer narrative:
(B)(4). Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the events remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the failure of this pericardial valve. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to degeneration, severe mitral stenosis, and regurgitation. Per obtained medical records, the patient was hospitalized recently for strep bovine bacteremia as well as new severe mr, tr, flail leaflets, and fractured leaflet. The patient was treated with antibiotics and his hospital course was complicated by hospital-acquired pneumonia, a-fib requiring dccv, and continued treatment of his bacterial endocarditis. The patient now presents with shortness of breath and bilateral lower leg edema, and anemia. The surgeon commented that he believed there was no evidence of endocarditis as the etiology.